Event description:
Approximately a year and ten months post index procedure, the patient had a CT angiography (64-slice) done for an unknown reason. The scan revealed three fractures, with separation, in the two overlapping stents in the right coronary artery. As a result, the patient had restenosis and 0 distal timi flow. The patient had a re-intervention at a different center and is in stable condition. The patient was admitted for a procedure on june 18, 2007 with lesions in the lft circumflex and the right coronary artery. The lesion in the circumflex was treated with a 3.0 x 13mm cypher select plus stent. The lesion in the right coronary artery was treated with a 3.5 x 28mm cypher select plus stent and a 3.0 x 33mm cypher select plus stent, at 14 atm. The stents were post-dilated.

Manufacturer narrative:
This unk ous cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. This is one of two products involved with this adverse event in which associated manufacturer report number is 9616099-2009-00745. Additional information will be submitted upon 30 days of receipt.